Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented on (B)(6) 2010 complaining of blackouts, shortness of breath and reduced mobility. Pulse generator interrogation found normal device function. On (B)(6) 2010, the patient was admitted to the hospital via ambulance, experiencing shortness of breath and dizziness. On the rhythm strip taken during the ambulance ride, there seemed to be either non capture or a sensing issue. Device interrogation found no malfunction.